Manufacturer narrative:
The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device was heating up out of specification and the cutter was able to be inserted and seated at the drill. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was observed that the long attachment device had an undetermined malfunction. It was reported that the device may have been heating up and not able to seat drill bits. There were no delays to a surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.